Event description:
The physician was performing a dilation of the esophagus using several esophageal dilators. During the procedure, one of the dilators perforated the pt's esophagus. The pt was given a barium swallow to allow the physician to see the perforation clearly. The pt was immediately taken to surgery for repair of the perforation. The pt is reported to be in stable condition and no further complications occurred. The contraindication section of the instruction states "relative contraindications include, but not limited to uncooperative pt, significant coagulopathy, esophageal impaction, recent myocardial infarction, active ulcer and severe cervical arthritis."